Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The power up self tests failed. A constant error alarm and code 46510 emerged upon power up. The root cause of the reported issue was found to be an inoperable main board. Actions were taken to mitigate the reported issue: replaced the main board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46510. No adverse effects were reported.